Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation of the calcaneus procedure on (B)(6) 2018, while the surgeon was attaching the large distractor when the holding sleeve with wing screw snapped off leaving the remnant inside the holding sleeve. The device had sufficiently tightened by the time it broke. The same device was used despite breaking to complete the procedure. All broken fragments were retrieved. There was no surgical delay reported. Patient status and surgical outcome were both unknown. Concomitant device reported: large distractor (part # unknown, lot # unknown, quantity 1). This report is for one (1) holding sleeve 105mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed and no abnormalities, deviations, nor nonconformances (ncs) were triggered which could lead to the complaint failure. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: bettlach; selected flow(s): 5. Broken visual inspection: the product 394.460 ¿hold sleeve with wing screw l105¿ was returned in a different packaging from the original synthes one. An unknown (no lot number visible) bent screw-like product that does not belong to article 394.460 was fixed in the hold sleeve. The wing screw was broken off at the beginning of the thread. The rest of the thread remained in the hold sleeve and fixes into the unknown screw-like product. An unknown green material of quadratic form had been applied to the product and partially removed. The laser marking was readable and in good condition. Article was received with traces of use. No further damages on the surface could be detected. Document/specification review: a DHR review was performed and no abnormalities, nor deviations nor ncs were triggered which could lead to the complaint failure. In addition, the revision of the drawings valid at the time of manufacturing were reviewed and no relevant design changes were identified. Dimensional inspection: the thread m5 was identified as the relevant dimension for the complaint condition. Because the wing screw was broken off at the beginning of the thread and the rest of the thread remained in the hold sleeve the relevant dimension cannot be inspected. Material or hardness review: no hardness review was performed as there is no specific hardness specification defined. Therefore, a material review was performed to confirm that used material are within specification. The material certificate of the used raw material of the relevant subcomponent was reviewed and no abnormalities, nor deviations were identified which could lead to the complaint condition. Summary: the received condition of the complaint does agree with the complaint description since the wing screw was broken off leaving the remnant inside the holding sleeve as claimed by the customer. The device had sufficiently tightened an unknown screw-like product by the time it broke. Therefore, this complaint is rated as confirmed. However, no deviations were found in the documentation and the relevant inspections cannot be performed because of the condition of the relevant part. As no manufacturing issue was found this complaint is rated as undetermined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.